Event description:
It was reported that (1) device was used during an intestinal anastomosis. It was reported by the affiliate that the tlc75 fired only 1/3rd of the staple line. The surgeon used manual sutures to complete the case.